Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter); 11 nst episodes with v-v intervals less than 220 ms from 12 to (B)(4)-2015; 24208 v-sics since last session 293 days ago. (B)(4)

Event description:
It was reported that there were noisy episodes since implant and the physician suspected a bad connection with the implantable cardioverter defibrillator (ICD). The sensitivity on the right atrial (ra) lead and right ventricular (rv) lead was changed. The device and leads remain in use. No patient complications have been reported as a result of this event.